Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2018-dec-10 regarding a patient receiving gablofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that post-pump implantation, the patient had vomiting when sitting upright. "Csf leak vs anaesthesia" was noted, and this resolved. Ten days after implantation, post-discharge, the parent noticed swelling at the back incision site. The next day, swelling was also around the pump. There was no fever or drainage from the incision. The patient's mood was good, and there was no vomiting or signs of withdrawal. The patient was given an abdominal binder and the issue resolved satisfactorily on (B)(6) 2018. A few weeks later, the patient was still wearing the binder and swelling returned, this time with headaches. Magnetic resonance imaging (MRI) without contrast on (B)(6) 2018 demonstrated csf 9x36x52mm accumulation of fluid in posterior soft tissues at l3-l4 level. Immediately adjacent to the pump catheter. The patient was given a cone beam computerized tomography (CT) guided epidural blood patch on (B)(6) 2018. The problem resolved with one episode of emesis, and the event was considered resolved without sequelae on (B)(6) 2018. The event resulted in prolongation of existing hospitalization and an unscheduled clinic or office visit. The etiology indicated the event was possibly related to the device or therapy and was possibly related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Note: additional review has determined that the previously reported information pertains to mfg. Report # 3004209178-2018-27328. If any additional information is received regarding that event, it will be reported under that mfg. Report number. If information is provided in the future, a supplemental report will be issued.